Event description:
The customer says his mobile acuity system will shut down every so often. He has replaced the power adapter and battery, and they have been using it since. He stated it displayed "invalid eeprom" message upon reboot. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.